Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump was under delivering. Customer¿s blood glucose value was 400 mg/dl. Customer¿s current blood glucose was 228 mg/dl. Customer stated that they saw missing segments during the self-test and the self-test was passed. The customer was on auto mode then switched to manual mode. The customer decline troubleshooting for high blood glucose. The product will not return for analysis